Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: a review of the pump¿s black box showed evidence of a load step malfunction with multiple cs162 loss of prime due to force equal zero and a cs163 no cartridge detected warning. During testing, the pump completed the rewind and load steps, but was unable to complete the prime step. A load step malfunction occurred. The force sensor calibration was not able to be tested. The pump¿s cover was removed and an intermittent condition was found to the force sensor flex due a broken solder joint around the pin.